Event description:
Boston scientific received information that this patient contacted our company to report an right ventricular (rv) lead revision due to his lead puncturing his vessel. Our records indicate this lead was explanted and replaced with a new non-boston scientific rv lead.

Manufacturer narrative:
As of this date, the lead has not been returned. Should this lead get returned or should additional information become available, this report will be updated.